Manufacturer narrative:
The device in question was not returned to walkmed infusion for evaluation. The device in question was returned to a walkmed infusion approved service center for product evaluation. The approved service center performed the product evaluation on the suspect device and found the device to free flow during testing. Further failure investigation by the approved service center identified the worn mechanical arm spring as the cause of the failure. The mechanical arm was upgraded which caused the wear to the spring.

Event description:
The customer performed testing on the pump and the free flow of IV fluid was observed. A walkmed infusion approved service center performed a product evaluation on the pump and confirmed the device is free flowing.